Event description:
A surgeon reports that, about three weeks post cataract surgery, a pt began experiencing visual disturbances. The pt's vision is fine during the day. However, in the evening, pt's vision dims (as if pt is seeing things through their lashes). Further info is being sought.